Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate this unit and was unable to reproduce the reported issue. The stm stated that the unit powered up properly and ran without indecent during service. The stm verified operation and reviewed the logs and he found no errors. The stm then performed functional and safety test as per factory specifications. The iabp was then returned to customer and cleared for clinical use. Full event site name: (B)(6) medical center.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) shutdown and they were not able to turn the machine back on. The patient was transferred to a new iabp and the original console was sent to biomed department for evaluation. There was no patient harm and no adverse event was reported.